Event description:
It was reported via phone call that the customer passed away. The cause of death was natural cause. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.